Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered following drain five of five of peritoneal dialysis therapy. Leading up to the event, the patient was in drain phase five of five when they experienced draining difficulties. Upon cancelling the treatment, the peritoneal dialysis registered nurse stated that the inside of the cassette door was wet. The patient was able to complete treatment with manual supplies. The cause of the leak was unknown. The technical support representative advised the nurse to discontinue use of the cycler. The patient has since received a new cycler and been able to continue with peritoneal dialysis therapy. There were no reports of patient injury or medical intervention resulting from the leak. The cassette was discarded and is no longer available for evaluation. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed on the cycler with no observed leaks noted. The cycler did alarm multiple times, but it was discovered that there was evidence of fluid within the pneumatic filter hp1. The filter was removed and was scheduled to be replaced. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.